Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did alarm for an upstream occlusion, however the ultrasonic sensor readings were found out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The upstream sensor could not be calibrated and therefore requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not alarming for an upstream occlusion during testing. There was no patient involvement. No additional information is available.